Manufacturer narrative:
Concomitant medical products: 6937 lead implanted: (B)(6) 2014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks after an implantable cardioverter defibrillator (ICD) replacement procedure, the pacing impedance of the right atrial (ra) had risen to high levels. Months later, a lead impedance warning triggered due to high/undefined pacing impedance. Subsequently, the patient was scheduled for a ra lead replacement due to no capture, high thresholds, and high pacing impedance. During the revision procedure, it was noted that this lead was properly inserted and could not be withdrawn from the device header. Testing the lead with the analyzer revealed clean electrograms and normal impedance and threshold values. After the ra lead was reconnected to the device, the measurements returned as before, with no atrial capture, high thresholds, and high pacing impedance. Again, the lead was checked with the analyzer, and measurements were stable and normal. Finally the atrial lead was reconnected to the device, with stable measurements, and the physician decided to reuse the atrial lead. A later review of the lead data by qualified personnel indicated a connection issue was suspected, as the weekly atrial impedance measurements were variable. The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range, the impedance trend of the atrial pacing lead was rising, and the impedance trend of the atrial pacing lead was variable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.